Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of does not recognize a closed door through the experience of door not fully latched messages. Evaluation determined the cause to be a failed lower auxiliary flex. The failed lower auxiliary flex was replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported that there was no patient involvement.